Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the advantage system, compared to his doctor's meter, within 10 minutes: 225 mg/dl (advantage 2), 86 mg/dl (doctor's meter). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.